Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter was displaying an ¿error 4¿ and ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. During the initial call, the patient indicated that the alleged error messages began to appear 2 weeks prior to contacting lfs. The patient takes metformin medication to manage their diabetes. It was not reported if the patient made any changes to their usual diabetes management regimen when they were unable to measure their blood glucose due to the error messages appearing. It was not reported if the patient developed any symptoms due to the alleged issue, however they mentioned attending the emergency room on (B)(6) 2023, because of diabetes and claimed their ¿sugar was high¿. It was not reported if the patient received any treatment at the emergency room. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca noted the test strips were in good condition. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly attended the emergency room after they were unable to test their blood glucose due to the error messages appearing and it is not known what treatment the patient received.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.